Manufacturer narrative:
Eitan medical investigated the event log. Investigation findings: no irregularities were identified in the event log that indicate a malfunction in occlusion detection. The occlusion detection mechanism will be verified when the pump is received for inspection. Conclusion: the occlusion detection mechanism of the device cannot be assessed solely by the event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported no human harm occurred and no medical intervention was required. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical has conducted attempts to receive the event log of pump, as well as the pump itself, for investigation. To date, only the event log has been received and is currently under investigation. Event log investigation findings will be provided in the follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported no human harm occured and no medical intervention was required. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.